Event description:
A report was received that the patient was experiencing pain through the stimulation. It was also reported that the pain in the left hip was radiating down to the left foot and patient also had charging issues with the device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain through the stimulation. It was also reported that the pain in the left hip was radiating down to the left foot and patient also had charging issues with the device. The patient will undergo a revision procedure.